Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed the primary septum in an abnormal position. The sample was subjected to a catheter air water leak test and a leak was observed at the secondary septum. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The cause of this issue is the secondary septum protruding and not properly being seated within the canister, leading to it dislodging during the assembly process. Actions will be implemented to address the incorrectly assembled secondary septum.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The hospital reported instances of blood and fluid leakage from the isolation plugs during use. Quantity: 3 plugs; 1 sample can be returned.